Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protectors p53 leaked "between the protector and the vial." No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes. One sample unit was returned for evaluation by our quality engineer team. Upon visual inspection of the sample, the protector was observed to be attached to the vial at an incline. Leakage did not occur, however, the expansion chamber did not work properly and flow issues were found during functionality testing. The protector was reconnected to properly fit the vial and the issues were resolved. A device history record review did not reveal any issues during the production of the provided lot number that could have contributed to the reported defect. The root cause for this incident has been identified as poor connection of the protector to the vial within the user environment. To ease the connection of the protector product, the m12 assembly fixture is recommended. The defect was caused by the bad connection performed by the user.

Event description:
It was reported that bd phaseal protectors p53 leaked "between the protector and the vial." No serious injury or medical intervention was reported.